Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736, version: 1.2.0. A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the site had difficulties completing patient registration. It was reported that the site was able to complete registration with a 0.5 metric. However, the surgeon felt an inaccuracy on the right eye on bone of about 1-1.5 millimeters laterally. It was noted that other anatomical landmarks were accurate. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. It was later reported that the initial registration took two minutes to complete and that the imprecision was noted to be one inch at the skull base of the sphenoid. Additionally, while testing the navigation system used, it was reported that the initialization process of registration was not functioning. It was reported that the registration pattern was wanted to be higher on the forehead of the demo model while the scanner field of view did not take an image of that region.